Event description:
The anesthesia breathing circuit came apart, the inner tube came unglued from the outer tube. The pt ended up breathing co2 to the point where the pt's end tidal co2 got too high. The case finished quickly and pt was fine.